Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that a patient of a clinical study reported that during a study visit impedances were checked and showed greater than 4,000 ohms on one configuration. Additional information received from the manufacturing representative reported that this was discovered during review of a programming upload. It was unknown if any troubleshooting was performed. It was unknown what the cause of the high impedance was and it was unknown if the high impedance resolved. No additional information was reported by the site.